Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that post implantation,the patient experienced pelvic pain and exposure of sling material and underwent sling resection on (B)(6) 2013 in an office procedure.

Manufacturer narrative:
(B)(4): it was reported that patient underwent excision of exposed mesh and cystoscopy on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. Additional information: age/date of birth. It was reported that the patient underwent sling resection on (B)(6) 2013 by dr. (B)(6) due to sling exposure in an office procedure.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to incontinence and anterior vaginal prolapse, along with concurrent procedure of cystourethoscopy.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.